Event description:
Possible atrial oversensing resulting in at/af onset detection. Possible atrial lead integrity issue on model 1222t atrial lead (st. Jude/abbott) implanted 1995. Possible atrial lead to device connection issue. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).